Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient lost a tooth and an align product may have contributed to the event.

Event description:
The patient reported the symptom of extraction of tooth #10 (upper left lateral incisor). It is unknown if the patient takes medications regularly or has any allergies and pre-existing conditions. It is unknown if the patient required medical intervention, medications were taken or prescribed, nor if laboratory tests were performed to alleviate the reported event. It is unknown if the patient is still wearing aligners or how the patient is currently doing.